Event description:
It was reported that a patient experienced a cardiac tamponade. During the procedure of pulsed field ablation for a case indication of atrial fibrillation faradrive steerable sheath clear was selected for use. Once brockenbrough procedure was performed, some resistance was noted when the sheath and wire was advanced into the left atrium. Thus, it was removed, no resistance was felt during removal. After couple of minutes, the patient blood pressure was dropped. Additionally, cardiac tamponade was noted on the echocardiography. Pericardial drainage was performed and approximately 300 ml of pericardial fluid was present. The vital signs was stabilized and no decreased in consciousness. Considering the patient's condition, the procedure was cancelled. The device is not expected to be return as disposed. The patient is still hospitalized.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.